Event description:
Bilateral ruptured breast implants, removed, replaced with new bilateral gel implants.======================manufacturer response for silicone gel filled implant right, silicone gel filled implant right (per site reporter).======================awaiting response.======================manufacturer response for silicone gel filled implant- left, silicone gel filled implant- left (per site reporter).======================awaiting response.